Manufacturer narrative:
The device was returned to olympus for evaluation. A reportable malfunction was found during the investigation which noted that the universal cord/video cable was sticky (foreign material). Based on historical data, the reportable malfunction possible causes are likely due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited that the universal cord/video cable was sticky (foreign material). There was no patient involvement.